Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified volumes of lactated ringers via gravity. The veniloop connectors of the tubing sets were connected to the patients' peripheral IV access sites. After unspecified lengths of time, the veniloop connectors disconnected from the patients' IV access sites. It was reported that solutions leaked and unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reports of any adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.